Event description:
Customer reports uncommanded fluoro exposures, and the monitors became black. The customer was required to reboot the sys to regain use of the sys.

Manufacturer narrative:
The svc rep was unable to duplicate the problem. He discovered the generator driver back plane ribbon cable required clamping on each side of the connectors. Continued to test the sys without any other issue found.